Event description:
A technician reported that during a hemodialysis (hd) treatment, the patient clotted off and there was thermal membrane pressure (tmp) issues. In a follow up, a technician indicated that the patient's loss of blood was minimal because there was a rinse back of most of the blood. The transducer protector was replaced due to being flooded. This patient's treatment was cut 10 min short due to reported circumstances. There is no sample available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.